Manufacturer narrative:
A sample is not available for evaluation. However, a no sample and photo investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microlance¿ needle 16 g x 1.5 in does not fit properly to the ivac 30120m syringe, causing leakage. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: picture returned did not provided enough information to evaluated reported issue. However, syringe connection looks like luer lock connection and needle seems to be not enough adjusted: needle is not threaded till final syringe tip (needles' shield should be "touching" the syringe collar tip - that's how it works with other equivalents luer lock syringes). Bd was not able to duplicate or confirm the customer's indicated failure mode. A review of the device history record revealed showed no indication of the alleged defect, therefore we conclude this complaint is not confirmed and root cause related with needle manufacturing process for this incident could not be determined at this time. If samples are received in the future the complaint will be re-opened and re-investigated.